Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the objective lens unit was flooded and the ccd unit was damaged, causing this event temporarily. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported that the image from the gastrointestinal videoscope was blurry. The entire image was blurry, the target could not be recognized, and the image was not restored. The issue was found during inspection before use for a gastroscopy examination. The facility finished the diagnostic procedure with a different device and there was no delay. The patient was not under sedation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation ¿entire image was blurry, the target could not be recognized¿ was not confirmed. Due to damage on charge coupled device (ccd) unit, foggy image occurred. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.